Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reports that during a lumbar fusion with transforaminal lumbar interbody fusion (tilf) on (B)(6) 2018, the end portion of the 8mm transforaminal posterior atraumatic lumbar (tpal) trial spacer sheared off when the surgeon tried to tighten the handle. The fragments were retrieved easily. The surgeon completed the procedure using a different trial size. Surgery was completed successfully with a five (5) minute delay. Patient outcome is fine. Concomitant device: trauma handle (part: unknown, lot: unknown, quantity: 1). This report is for a t-pal trial spacer 10mm x 28mm 8mm height. This is report 1 of 1 for (B)(4).